Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer didn't have charging supplies in order to be assisted with pump reset while on phone with cts. Customer called back and indicated he was still unable to get the pump to shut down to perform a pump reset. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.